Event description:
Laparoscopic scissors had an approximate 5mm break in insulated covering on shaft. During procedure, uninsulated portion of shaft came into contact with the patient's anterior abdominal wall. An area approximately 2x3cm of eschar and erythema was noted by the attending surgeon. Instrument was then taken off the sterile field and given to the equipment tech. The breach through the coating around the handpiece was visualized and saved on video. Concern expressed by attending surgeon that the tissue the energy source came in contact with was not of a type to create issue however, he expressed concern that had he been around tissue, the damage could/would have been significant including causing the likelhood of having to perform an unplanned bowel resection.